Event description:
A female patient who underwent a breast augmentation primary with a mentor memorygel, 215cc silicone prosthesis experienced right-sided silent rupture post implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on may 05, 2025, the patient had sever pain on the right side and underwent bilateral removal without replacements on (B)(6) 2025. Reason for device explant and/or reoperation: symptomatic rupture and breast pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 25, 2025, a reassessment determined that the coding submitted previously was incorrect. Code capsular contracture was removed from both sides. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on august 20, 2025, in 2024 the patient underwent open right lateral capsularraphy and had subsequently pain which potentially attributed to breast implant illness, including sever pain. As a result, the patient underwent bilateral implant removal without replacements, bilateral mastopexies and bilateral capsulectomies, and asymmetry improvement. The post operation reveled that both implants were intact. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. H6 health effect - clinical code e2402: generalized illness. Since operative report mentions the implants were found intact, pec rupture symptomatic (post-implant) was replaced by pec adverse event. -pc capsular contracture associated with breast implant was added under both sides. Pc surgical intervention was added to the right side since operative repot mentions "in 2024, she underwent open right lateral capsulorrhaphy". Manufacturer¿s reference number: (B)(4).